Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to connect multiple usb cables to the pump usb port. Reportedly, the usb port appeared bent. The customer's blood glucose level was 240 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.